Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was loss of capture on the lv lead. The lead was revised and remains in use. The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached end of life (eol) early. It was also reported the left ventricular (lv) lead dislodged. The device and lv lead will be replaced. The device and lead remain in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.